Event description:
The service report shows the customer alleged that an 840 ventilator stopped cycling while in use on a pt. The customer reported that there was no pt harm or injury. The nellcor puritan bennett customer support engineer (cse) verified the vent inop condition. The cse replaced the inspiratory pcb.